Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's wife reported that her husband faced a bent cannula due to which he experienced high blood glucose level. The patient's wife thinks his vision and memory may have been affected as well. Therefore, on (B)(6) 2022, the patient's wife took him to the emergency room due to high blood glucose level. His highest blood glucose level was 1100 mg/dl. During his stay in the emergency room, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, the patient stated that he had been hospitalized twice in the past 6 months and he has already changed eight infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.